Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-01790. It was reported the pt had a high fever, swelling at the ipg site and red spots along the tunneling track for the lead. The pt went to the ER on (B)(6) 2013. Blood work was negative for infection. Cultures were done, but the results are pending. The on call neurosurgeon decided to remove the entire scs sys. The pt was treated with IV antibiotics and hospitalized.